Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 414mg/dl. Troubleshooting was performed. The customer stated that currently the insulin pump had a blank display. Instructed the caller to remove the battery for ten minutes to insert a new battery, but the display did not return. The caller declined to continue testing and requested a replacement of the device. No further information was provided.

Manufacturer narrative:
The insulin pump received with blank display due to the battery tube connector not plugged in properly.